Manufacturer narrative:
Concomitant medical products: product ID: 8731 lot# b005839n01 implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that the actual residual volume (arv) was less than the expected residual volume (erv). The arv was 0.0ml, the erv was 4.3ml. The reporter then put 20ml of saline in the pump and then 20ml was aspirated back. There had been no volume discrepancies at prior refills. There were no symptoms of overdose. A lot of pain was reported related to the fact that the reservoir was empty. The pump was filled and programmed correctly at the last refill, and there was no suspected pocket fill and no suspected access of the pump. The pump was infusing hydromorphone, baclofen (compounded), and marcaine (bupivacaine). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.